Manufacturer narrative:
The production device history record (DHR) for this intra-aortic balloon pump (iabp) was not required to be reviewed per company standard operating procedure since the device manufacture date is greater than one year from the event date. The getinge fse that discovered the battery runtime issue replaced the batteries to resolved the issue and completed the pm. All functional and safety tests were performed to factory specifications, and the iabp was returned to the customer for clinical use. (B)(6).

Event description:
It was reported that the during a scheduled preventative maintenance (pm) by a getinge field service engineer (fse), the cs300 intra-aortic balloon pump (iabp) failed the battery run time test. No patient was involved during this event. No adverse event was reported.